Event description:
It was reported to philips that the device experienced a therapy knob failure. The device was received by bench repair on 21-jul-2021. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty therapy knob. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy knob. The therapy knob was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.